Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The passed a system checkout and was de termined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while in surgery they had taken an ap scout and tried to flip the image to make it face the right way but were unable to. They were then unable to save the shot or use the field of view preview. They then tried to move the gantry to take a lateral shot but was unable to rotate the gantry. They tried rotating it both ways around the gantry with no success. They swapped systems to continue surgery. There was an unknown delay and no reported impact to patient outcome.